Event description:
The customer reported the extensor presented leakage at the connection with the infuser that was administering anesthetic. The patient woke up during the procedure, but there was no harm to the patient. The perfuser used was luer slip connection, but the doctor stated that the connection was well fixed and that leakage was taking place with the perfusor completely connected to our extender. The extender was removed from one pay, connected a luer lock extender of a different brand in the other pay, connected the same luer slip perfusor and finished the procedure with no problem. After the procedure the patient went to the ICU and the access was removed, there was no use of the product to check for leakage.

Manufacturer narrative:
The customer¿s report was confirmed. Visual inspection observed a 4mm longitudinal crack in the female luer of on of the maxzero valves. Functional testing performed by a water flush through confirmed the customer¿s experience as a leakage was identified through the cracked component. Additionally it was noted that the male luer rotating collar could be pulled back across the tubing. The root cause of the customer¿s experience could not be determined.

Event description:
The customer reported the extensor presented leakage at the connection with the infuser that was administering anesthetic. The patient woke up during the procedure, but there was no harm to the patient. The perfuser used was luer slip connection, but the doctor stated that the connection was well fixed and that leakage was taking place with the perfusor completely connected to our extender. The extender was removed from one pay, connected a luer lock extender of a different brand in the other pay, connected the same luer slip perfusor and finished the procedure with no problem. After the procedure the patient went to the ICU and the access was removed, there was no use of the product to check for leakage.

Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The reported feedback suggests that there is a leakage. From the reported information extensor presented leakage at the connection with the infuser that was administering anesthetic. Patient woke up during the procedure, however there are no indications of serious injury to the patient or user as a result of this incident.